Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Samples were received without its original packaging and in used conditions. Visual inspection: visual inspection was performed at 12" under normal lighting to received units, in order to detect any damage on the cuff or airline. Results: no damage could be detected. Sample was inflated with 20cc of air and tested using a calibrated rule, symmetry and leak test method. Results: the cuff measured 15mm from the center of the shaft to the outside of the cuff and 21mm from the center of the shaft to the opposite side of the cuff. The cuff symmetry did not exceed the 60:40 ratio for tts cuff. The complaint is not confirmed. There is no root cause since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. D5 uknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer has the tracheostomy taken out after three weeks of use, just before being reinserted, and the balloon was unable to inflate. No patient injury was reported.